Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed unexpected restart multiple times during normal use. The customer's blood glucose reading was 78 mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
The insulin pump passed unexpected restart test and displacement test. No unexpected restart error alarm noted during testing. The device was received with minor scratched lcd window.